Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2.1 had a cubie map error, and the pockets would not load. A field service engineer (fse) logged on as carefusion support and opened the hardware test application. Fse tested drawer 2.1 and found that pocket position a2 would not accept a pocket. Fse downed the device, replaced the cubie tray. Additionally, fse opened the back case, inspected all connections, and removed debris. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 continued to fail repeatedly. The drawer did not allow medications to be destocked appropriately, and entire cubie sections within the drawer were not being recognized. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.